Manufacturer narrative:
Section d information references the main component of the system. Other relevant device is: catalog number enlw1624c124e, serial number (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately four years and one month post index procedure a CT revealed that there was an eccentric, ill-defined, filling defect located within the proximal portion of the left iliac limb of the stent graft that was consistent with an eccentric thrombus. The investigator indicated that the event was related to the study device and not related to the procedure. The patient was treated with medication and however the event is continuing. The patient is being monitored by their physician. No additional sequelae were reported.

Event description:
Additional information was received as follows: it was reported that approximately three months post implant, the patient experienced left superficial femoral arterial occlusion in the left limb of the endurant stent graft. The patient required in-patient hospitalization. Four days later the physician elected to perform a right femoral to left femoral bypass graft surgery. The event was resolved and the patient was discharged. The investigator assessed that the event was not related to the device and not related to the procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.